Manufacturer narrative:
B3: september is the month of the event, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the was pump alarming with no display. There was no patient involvement.

Manufacturer narrative:
One device received for investigation. The customer reported problem was confirmed, there was an issue with the pump alarming with no display. The microprocessor board was replaced to correct the problem. The cause is the battery path was lifted, poor contact causing pump to fail. Service history review identified the complaint was not related to a previous service of the device within the review period.